Event description:
Device issue: torn balloon. Time of device issue: unknown. Adverse event: none. It was reported that the balloon was placed at the lesion but it would not inflate. No rupture was noted or suspected. Contrast remained in the balloon and when the indeflator was pulled back, no blood was seen. No patient effects were reported. No additional information was provided. Returned device analysis noted a torn balloon.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device is consistent with the reported leak while in the anatomy. The balloon was tightly folded. During functional testing, a tear in the balloon material was noted. A new indeflator, filled with renografin 60 diluted 1:1 with water, was used in an attempt to inflate the balloon to 14 atms (rbp), when fluid was observed leaking from a tear in the balloon over the proximal edge of the distal marker. There was a 2mm longitudinal scratch proximal to the tear. There was no other damage noted to the balloon catheter. Balloon damage/tears can occur as a result of a manufacturing or from use of the product. During use, there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to a leak during inflation. There was no report of any leak in the product noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The lesion site was reported to be moderately calcified and the scratches noted proximal to the rupture suggest that the balloon interacted with the anatomy and/or accessory devices causing the balloon damage which contributed to the reported inflation difficulty. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, lot release testing results were reviewed and all samples met all manufacturing criteria. In this case, the noted tear in the balloon which contributed to the reported inflation difficulty appears to be related to case circumstances, and there is no indication of a product related deficiency. All balloon catheters are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release.